Event description:
It was reported the patient experienced pain at the ipg site during an MRI scan. As a result, the scan was stopped and the ipg was switch out of MRI mode without issue. No additional information received.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.